Event description:
Procedure type: colon resection. According to the reporter: this incident was a post-op leak. The doctor scheduled the pt for a re-op. Additional info was not available.

Manufacturer narrative:
(B)(4).